Event description:
It was reported that two days post a coronary drug eluting stenting treatment procedure patient complications, thrombosis, and death occurred. The physician delivered and deployed a 2.75x16mm taxus express2 stent in the mid left anterior descending (lad) at 18 atms for 30 seconds to treat in-stent restenosis of a previously placed bare metal stent (bms) of unknown size and type after pre-dilating the lesion. There was a 75% stenosis, and there was a tortuous pass located proximal to the lesion. Post ivus showed that the taxus stent was deployed inside the bms which was longer than the taxus stent. It was reported that a cutting balloon and a non-bsc balloon were used during the procedure. The cutting balloon was inflated at 8 atms for 30 seconds, 25 seconds, and 25 seconds. The non-bsc balloon was inflated at 16 atms for 40 seconds, 30 seconds, and then at 20 atms for 30 seconds. It is unclear when during the procedure the balloons were used. Two days later, the patient reported abrupt chest pain, and then blood flow reduced drastically. The physician used a percutaneous cardiopulmonary support system and an intra-aortic balloon pump in response to the issue, but the patient did not recover and finally the patient died. The physician confirmed a "thing like thrombosis by diagnostic imaging" located proximal to the taxus stent inside the bms. No autopsy was performed. The physician cannot confirm or deny the relationship between patient death and the taxus stent. Per the physician, the cause of death is malfunction of the heart with a possibility of cardiac tamponade, resulting from an acute myocardial infarction. The patient was taking cilostazol and aspirin. The patient was resistant to ticlopidine. No further information was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.